Event description:
It was reported that neopicc was placed in 2004 for prolonged venous access, few veins remaining, and IV antibiotics. Catheter inserted into scalp without difficulty. Good blood return was noted and catheter flushed easily. Chest xray confirmed placement with tip at junction of innominate veins. An echocardiogram performed 2 days later showed a moderate to large pericardial effusion. A repeat echo later same day showed stable pericardial effusion. PICC line was hep-locked and use discontinued. Repeat echo 3 days later showed less pericardial effusion. The PICC line was then removed intact. There were no other details provided. No further pt complications reported. Test results (continued) - chest xray results: pcvc tip probably at left innominate vein, slightly withdrawn compared to previous exam. Echo: the following month no definitive pericardial effusion noted.